Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a jagwire was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2025. During preparation, the hydrophilic coating of the guidewire had come off. The procedure was not completed successfully because they did not have more material. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.